Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7321930; medical device expiration date:10/31/2022; device manufacture date:11/17/2017. Medical device lot #:7338571; medical device expiration date: 11/30/2022; device manufacture date: 12/04/2017. Medical device lot #: 7338538; medical device expiration date: 11/30/2022; device manufacture date: 12/04/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe had a crack in the base of the syringe. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: sample evaluation: two loose 3ml assembled syringes were received and reported to be from either batch #7331930 or 7338571 or 7338538 (p/n 309657). The samples were visually evaluated. The syringes were found to have a linear crack from approximately 1/2 ml to the 2 ml scale markings. Each syringe has one crack in the barrel wall with no other damage observed. A cracked barrel is a rejectable condition per product specification. DHR review for batch 7321930 (p/n 309657): manufacturing dates: 11/21/2017 to 11/26/2017. Batch quantity was 768,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7321930 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7338571 (p/n 309657): manufacturing dates: 12/20/2017 to 12/21/2017. Batch quantity was 768,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7338571 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7338538 (p/n 309657): manufacturing dates: 12/19/2017 to 12/21/2017. Batch quantity was 768,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7338538 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation summary: based on the evaluation performed the defect, as noted by the end user, can be verified. Root cause was not determined.